Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that a manufacturer representative (rep) called from the or to report impedance issues. Caller stated they ensured the lead was cleaned off and the lead was "all the way through." Caller confirmed visualizing lead in header block, gently tugging the lead to confirm it was securely torqued down, and that there were normal motor responses. It was with the final impedance check that abnormal impedances were present. Caller stated they then removed the lead and battery and replaced both. Agent also suggested caller send back faulty lead and battery for analysis. Caller did state they would be submitting a record for the out-of-box failure of the first lead and battery.

Manufacturer narrative:
Note this event was split and previously reported on (B)(6) 2024. See MFR regulatory report: 2182207-2024-02924. Section d references the main component of the system. Other medical products in use during the event include: brand name lead; product ID: neu_unknown_lead (lot: unknown); product type: 0200-lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.